Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. It was also reported that the insulin pump's block mode was not active and that the max bolus/basal was not set to 0.0. The customer stated that the button was not responding during an easy bolus attempt. The customer was assisted in setting the easy bolus feature to on and the buttons became responsive. The customer was advised to monitor insulin pump. The product will not be returned for analysis.